Event description:
Routine investigation when a complaint was received that a consumer's precision qid meter displayed an incorrect calibration code after being calibrated with a correctly identified calibration bar of a new box of test strips. By plotting the potential for obtaining a clinically significant reading on a clarke error grid, it was determined that the results fell into the "d" zone showing clinical significance if the meter was used to perform an assay. There was no report of death, serious injury, mistreatment or medical intervention.